Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) verified instrument alignments and ultrasonic settings; no issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported falsely elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.11 ng/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results of 0.06 ng/ml and 0.06 ng/ml. The customer stated the sample was collected in a serum tube and centrifuged at 3,000 rpm (rotations per minute). No sample integrity issues were observed. Quality control (qc) performed within specification at the time of the event. The customer did note fliers on a number of assays and levels. System check, performed the day prior to the event, revealed no issues. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.